Manufacturer narrative:
Patient age not available from the site. Other applicable components are: product ID: 9735859, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. The bulkhead connector was replaced and the system then functioned as intended. The system then passed a system checkout. The bulkhead connector was then returned to medtronic for analysis. Analysis revealed that the returned connector had bent contacts on one side. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system could not establish communication with two imaging systems at the site. It was reported that a second medtronic navigation system could establish communication for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. While troubleshooting the reported issue, the bulkhead connector was replaced which restored functionality with one imaging system. For the second imaging system, it was reported that selecting the system manually on the imaging system through the "navigation server selection" restored functionality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.